Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire fracture occurred. An angiogram revealed a chronic total occlusion of both the left anterior descending artery (lad) and first obtuse marginal (om1) branch. The lesion being treated was located in the mildly tortuous and mildly calcified proximal lad. The physician attempted to cross the lesion with the pt graphix guide wire. He was unable to penetrate the lesion cap; however, significant resistance was encountered. The physician attempted to withdraw the guide wire and upon withdrawal of the guide wire, it was visible via the angiogram that the tip of the guide wire remained in the lad. Attempts to retrieve the guide wire fragment with a guide wire and gooseneck snare were unsuccessful. The physician then elected to end the procedure. The pt will be sent for coronary artery bypass graft surgery and the surgeon will evaluate removal of the guide wire fragment. The pt's condition was reported as "stable". Additional info has been requested.